Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID: 8780, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product: type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative. It was reported that the catheter was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter found that there was damage to the transition tube on the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid [7.5 mg/ml] at a dose of 2.8 mg/day, prialt/ziconotide [4 mcg/ml] at a dose of 1.49 mcg/day, and bupivacaine [20 mg/ml] at a dose of 7.5 mg/day. It was reported the patient had become ¿untherapeutic¿ over the last 10 days. The doctor was unable to aspirate the catheter access port (cap) in the office and then opted for a catheter revision. It was unknown what environmental/external/patient factors might have led or contributed to the issue. A previous in office aspiration was attempted (and unsuccessful), but the actual date was unknown per the representative. A catheter revision was scheduled for (B)(6) 2017. An aspiration was attempted through the cap, and the catheter could not be aspirated. The doctor disconnected the sutureless connector (sc), and they tried to aspirate through the sc with a 25-gauge needle, but unfortunately punctured the catheter just after the sc. The catheter was then cut at the collet, and the spinal segment was attempted to be aspirate with a needle, and aspiration failed. The doctor then accessed the back, but determined the anchor was very well encapsulated, so he left the spinal/intrathecal segment in the patient, ligated the catheter with suture, and implanted a new catheter. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. The explanted catheter segments would be returned. No further patient complications were reported.